Manufacturer narrative:
Device evaluation: the zib6-40-10.0-40 device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study. Manufacturing records review: prior to distribution all zib devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. As per the pmcf study, page 24 and page 26, the cause of the obstruction was reported to be due to tissue or tumor ingrowth which was caused by the patients pre existing condition of cholangiocarcinoma (bile duct cancer). Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, on the (B)(6) 2018 the patient was treated for biliary obstruction due to cholangiocarcinoma with placement of a zib6-40-10.0-40. There were no adverse events related to the procedure. Confirmed quantity of (B)(4) used device. On (B)(6) 2019, the patient experienced re-current biliary obstructions due to tissue or tumor ingrowth. Treatment involved an endoscopic intervention where plastic stents were placed inside the study stent. The site determined the event to be related to the progression of cholangiocarcinoma. Patient death was reported on the (B)(6) 2019. The cause of death was not reported however, as per medical advisor input, the cause of death was likely due to progression of cholangiocarcinoma.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.

Manufacturer narrative:
PMA/510(k)#: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2018 the patient was treated for biliary obstruction due to cholangiocarcinoma with placement of a zib6-40-10.0-40. No adverse events related to the procedure. Pre-stent dilation performed in intra hepatic duct. Re-current biliary obstructions (B)(6) 2019. Due to tissue or tumor ingrowth. No documented signs/symptoms. Intervention performed 266 days post procedure. Treatment endoscopic intervention plastic stents inside study stents. The site determined the event to not be related to the study device or procedure, related to progression of cholangiocarcinoma. Patient death (B)(6) 2019. Unknown cause of death. The reintervention was noted to be successful. On (B)(6) 2019, the patient died. The cause of death was unknown.